Event description:
It was reported that during an in-office visit there was difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed troubleshooting efforts and performed. However, the crt-d was unable to be interrogated. No adverse patient effects were reported. This product remains in service.